Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as dime sized blisters under two of the electrodes that opened. The patient also reported having a nickel allergy. There was no alleged device malfunction contributing to the blisters. The patient¿s nurse provided a prep pack for the blisters. Follow up indicated that the blisters improved